Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported bleed back from the sideport remains unknown.

Event description:
During an atrial fibrillation procedure, the sheath side port was bleeding back and would not lock. The sheath was exchanged but the same issue occurred. A different size sheath was then used, and the procedure was completed with no adverse patient consequences.